Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to blank display. (B)(4).

Event description:
Customer reported via phone call that insulin pump had failed battery alert. Customer¿s blood glucose was 133 mg/dl. Customer stated that battery compartment was corroded. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.